Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. An event history review was performed, and an instance of system error (se) 21508 (encoder at index failure) was observed. Functional flow rate accuracy testing was performed and the se 21508 was unable to be reproduced; however, the flow accuracy testing results did not met specifications and under-infused during testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported se was verified. The cause of the se could not be determined. The cause of the failed accuracy (under-infusion) could not be determined. However, the large volume pump (lvp) mechanism was replaced as a preventive measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unspecified system error during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.